Event description:
It was reported when using the bd vacutainer® venous blood collection tube serum there was insufficient clot activator additive. The following information was provided by the initial reporter. The customer stated: "the tubes are beginning to clot." Customer is noticing intermittent unusual clotting formations and residue on their automation syringes.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for clotting was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. However, we checked the product records and the performance tests performed on all lots within the expiration period, the quantities and the movement of the gel used in these lots and found no problem. The data showed normal results and we did not find any erroneous data on the products from these lots. We checked the thrombin titers, the draw volumes, the gel quantities and the gel movements of all lots within the expiration period during the shipping inspection and confirmed that each of them were correct. This complaint is confirmed based on the photos provided. A definite root cause could not be determined.

Event description:
It was reported when using the bd vacutainer® venous blood collection tube serum there was insufficient clot activator additive. The following information was provided by the initial reporter. The customer stated: "the tubes are beginning to clot." Customer is noticing intermittent unusual clotting formations and residue on their automation syringes.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.